Event description:
It was reported that caller received minimum fill notification while attempting to load new insulin cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Caller confirmed cartridge contained sufficient usable insulin, removed pump from case, cleaned pneumatic tap area as instructed, reloaded same cartridge, and successfully resumed insulin delivery, and no additional concerns were reported.